Manufacturer narrative:
This report has been identified as event one of b. Braun (B)(4) ag internal report # (B)(4): device history record (DHR): reviewed the DHR for batch 19e31ge341, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): fast flow / overinfusion. Event 1: pump was empty after three days instead of four.